Event description:
It was reported to medtronic minimed that the customer experienced labeling anomaly. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1886. Customer reported labeling/packaging issue. Mmt-1886 was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or download the trace and history files utilizing thump (download difficulty) due to the blank display. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persisted. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, missing serial number label, missing end cap address label, and pillowing keypad overlay. Missing serial number label and end cap address label are confirmed. Blank display is confirmed due to a cracked u6 chip on pcba 2. Download difficulty is confirmed due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.